Event description:
Nasogastric tube inserted after second attempt. Later when device was checked for placement, nurse noted that it coiled in the pt's mouth. Attempts to remove device were not successful. Anesthesia dept using sedation was able to remove.